Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to water leak in button, the switches of the scope/camera head do not work, due to poor water-tightness of cable unit, water tightness is lost, damage on cable unit and cover unit. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited no image. The issue occurred during inspection for use. There were no reports of patient involvement.